Event description:
Heparin IV set mfg incorrectly. The supply side fitting (drip chamber and spike) were installed on the pt side tubing and via versa. Due to faulty IV tubing flush from lidocaine in channel b pumped into heparin bag on channel c.